Event description:
A bovie cautery pencil did not work. It was tried in a second machine, but it still did not work properly. A new cautery pencil was put on field, which worked properly. The defective pencil was immediately removed from field.